Event description:
Libre 3 sensors outside of recent recall reading erroneously high glucose level by 100 points as verified by finger stick blood tester. Libre reading high for days. 267 from libre 3 sensor and 166 from my blood test.